Event description:
This is a spontaneous case report received from an adult female consumer in (B)(6) on (B)(6) 2016. The consumer had essure (fallopian tube occlusion insert) inserted in 2008 for sterilization. The consumer reported she decided to get sterilized after the birth of her son at (B)(6) and that the placement of the coils was perfect and finished within 10 minutes. Afterwards she had no complaints except for some menstruation-like cramps (in 2008). A few years later she slowly started to get complaints. She was so tired that she could not describe it. She got a belly as if she was (B)(6) pregnant and she was told by her general practitioner that was spastic colon. At night she was screaming from the pain in various joints and her rheumatologist said it was fibromyalgia. She had eczema in inconvenient places and she visited a cardiologist for vague heart complaints. She stated that the coils consist of an alloy of titanium and nickel, for which many people, including herself, were allergic. She did not know that but now that she knew, she could have a surgery. In a few days the coils and her sick oviducts (as reported) would be removed. Company causality comment:this spontaneous and non-medically confirmed case report refers to an adult female consumer who had essure (fallopian tube occlusion insert) inserted and had eczema in inconvenient places. In the following days of this report, the coils and her tubes would be removed this event is serious due to medical importance and listed in the reference safety information for essure. The essure insert consists of a nickel-titanium alloy. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching, rash, eczematous dermatitis, and hives. In this case, the eczema occurred a few years after insertion. Nonetheless, considering the event's nature, causality with essure use cannot be excluded other non-serious events were informed. Since an intervention will be required to remove the tubes and the devices, this case is regarded as incident. Further information could not be obtained due to lack of consumer's contact data. Technical analysis is expected.

Manufacturer narrative:
Follow-up received on (B)(6) 2016. (B)(4). In this case no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, it is possible the essure device could have been defective prior to removal from the package. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Follow-up received on (B)(6) 2016 quality-safety evaluation of ptc without changes. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2016 for the following meddra preferred term: eczema. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this spontaneous and non-medically confirmed case report refers to an adult female consumer who had essure (fallopian tube occlusion insert) inserted and had eczema in inconvenient places. In the following days of this report, the coils and her tubes would be removed this event is serious due to medical importance and listed in the reference safety information for essure. The essure insert consists of a nickel-titanium alloy. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching, rash, eczematous dermatitis, and hives. In this case, the eczema occurred a few years after insertion. Nonetheless, considering the event's nature, causality with essure use cannot be excluded other non-serious events were informed. Since an intervention will be required to remove the tubes and the devices, this case is regarded as incident. According to the technical analysis, a product quality defect could not be confirmed but is considered plausible; a relationship with the reported medical events cannot be totally excluded. Further information could not be obtained due to lack of consumer's contact data.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.